Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported having experienced peritonitis. The patient had milky, pudding-like consistency effluent. During follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient was treated with the antibiotics vancomycin and ceftazidime. Culture tests were performed on (B)(6) 2017, the actual date could not be confirmed. The culture results were positive for escherichia coli. The pdrn reported that the patient was recovering. The pdrn state that the cause for the peritonitis was patient's bowel.